Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-06286. It was reported that the rotawire moved during procedure. A 1.50mm rotalink plus and a rotawire ex support were used for treatment. During the procedure, it was observed that the rotawire came back through the lesion and to the burr. Subsequently, the devices were removed from the patient's body as a system. There were no patient complications reported and the patient's condition was fine.